Event description:
It was reported that the device was used during a robotic colectomy and robotic prostatectomy. The generator continued to display "replace instrument." After troubleshooting and the results were the same. The device was found after the troubleshooting that the blade was broken. The patient had prostate cancer and had been through radiation. Another device was used to complete the case. There was no adverse consequence to the patient. One device is being returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition with the blade intact and not broken off as reported. The device was connected to a test handpiece and during functional testing on a generator an instrument error was displayed. The blade was cracked due to contact with metal. The location of the break is inside the tube proximal to the tissue pad. A probable cause of an replace instrument error code is blade damage. The device will stop activating, and display instrument error screen when the blade becomes damaged. The ¿replace instrument¿ yellow message screen displayed after receiving two consecutive yellow alert screen messages and is advising of potential blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use.